Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-05457 and 2134265-2017-05454. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 3.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. Two additional balloons were also advanced for dilatation but both ruptured. The 2.50mm x 15mm nc emerge® balloon catheter ruptured on the first inflation at 12 atmospheres for 15 seconds and the 3.00mm x 15mm nc emerge® balloon catheter ruptured on the first inflation at 10 atmospheres for 15 seconds. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 4mm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. There is no indication the device was inflated over the rated burst pressure (rbp).the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-05457 and 2134265-2017-05454. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 3.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. Two additional balloons were also advanced for dilatation but both ruptured. The 2.50mm x 15mm nc emerge¿® balloon catheter ruptured on the first inflation at 12 atmospheres for 15 seconds and the 3.00mm x 15mm nc emerge® balloon catheter ruptured on the first inflation at 10 atmospheres for 15 seconds. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.